Event description:
(B)(4). Chronic pelvic pain for 4 years, weight gain, insomnia, sharp pinching pain during any exercise, massive infrequent periods, joint pain, migraines, extreme fatigue, brain fog, mood swings, bloating, lower back pain, swelling, pain during sex, blurry vision.